Manufacturer narrative:
A maquet field service technician evaluated the unit on (B)(4) 2014. The reported failure "temperature error" was confirmed during the investigation. A defective actuator was replaced on the pt side of the unit. System was successfully tested to factory specifications. Maquet cardiopulmonary ag will continue to monitor incoming reports for any trends and to determine if further action is necessary. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the customer set the temperature of the oxygenator side of the unit to 37 degrees c, and the cardioplegia side to 5 degrees c during priming. Later the customer noticed that the cardioplegia side had not cooled. In addition, ice was not generated and could not drain. After rebooting the device twice, the temperature could be increased but no decreased. Since it was during priming, the customer replaced the device with a competitor's heater-cooler unit. No pt was involved." (B)(4).